Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed both lag screwdrivers gamma3 to be the subject products. No further associated products were reported. Review of the manufacturing and inspection records revealed no discrepancies. The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the lag screwdrivers had been in use for a longer time (manufactured in 2008), we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. All four pegs of both lag screwdrivers received were completely broken off. Furthermore the thread of the inner rod received was completely broken off as well. The broken off pegs and thread were a result of an inadequate usage. The appearance and the extent of the damage indicated that the lag screwdrivers had been operated under high force application. The breakage surfaces showed the typical structure of a forced, ductile fracture due to overload. In case of intended use such damage would not have occurred. Based on the above facts, it can be ascertained that the root cause was not related to a deficiency of the devices, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The teeth of lag screw drivers came off of the screw drivers while trying to insert the lag screw. The surgery was completed without incident.

Event description:
The teeth of lag screw drivers came off of the screw drivers while trying to insert the lag screw. The surgery was completed without incident.